Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. It was found that the patient pump installed on the device was the wrong type. In order to solve the issue, the patient pump and the processor board were replaced. The root cause of the claimed error has been traced back to wrong device re-assembly.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during routine maintenance. There was no patient involvement.